Manufacturer narrative:
The device was not returned for analysis, as it was discarded at the site. Attempts have been made to obtain additional information. However, our attempts have been unsuccessful. Vessel dissections are known inherent risk of endovascular procedure and are documented in our device¿s instruction for use (IFU). Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that upon the insertion of the navien catheter, a dissection of the internal carotid artery (ica) was identified. The patient was reported to have been symptomatic. This event occurred during the treatment of a hemorrhagic stroke. The access vessel was the ica. The anatomy was reported to have been moderate. The devices were all used per the IFU. All devices were dis carded at the site.